Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 with shortness of breath and fluid overload. The patient's aortic valve was closed. A clot was noted in inflow conduit. The patient was put on an IV heparin drip. The vad coordinator reported on (B)(6) 2014 that the patient's clot resolved with the heparin, evidenced by 3 repeat imaging studies (2 echos and a CT angiogram). The patient was discharged to home with a higher inr goal of 2-2.5. The patient is doing well.